Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 274mg/dl with symptoms of dehydration associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was alleged that the basal history did not match the active basal program. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: a review of the black box showed the basal program was set to 0.50u/hr at 00:00, 1.40u/hr at 06:00, 1.90u/hr at 09:00, 1.40u/hr at 20:00. The basal change history for 2017 (B)(6) was inconsistent with the current basal program due to the user manually changing the basal rate units per hour. The basal settings for 05-27 were: 1.275u/hr at 00:00, 0.00u/hr at 1:08(due to cannula bolus), 1.275u/hr at 01:11, 1.225u/hr at 02:08, 1.40u/hr at 05:02, 0.00u/hr at 06:02, 1.60u/hr at 07:02, 1.90u at 09:02, 1.475u/hr at 20:02, 1.40u/hr at 20:08. The pump was run for 24 hours at a two unit per hour basal rate. At the end of testing the basal rate correctly showed two units and the total daily dose showed 48 units. No hypersensitive or stuck keypad buttons were found. The allegation of the basal history recording a defect was unable to be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation codes: methods code- (B)(4)